Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed self-expanding stent delivery systems.

Event description:
After performing pre-dilatation of the right femoral artery using a balloon, the smart control was advanced to the lesion over the guidewire and through the guiding catheter. However, resistance, described as heavy recoil, was encountered with the vessel, and the tip of the stent pre-maturely deployed. Therefore, it was withdrawn from the patient's body, and another stent was used to successfully complete the procedure. It was reported that the red locking pin was intact. The vessel had severe calcification, moderate tortuosity and a 100% stenosis. There was no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, in this case, vessel characteristics may have contributed to the reported event.